Event description:
The user facility reported a 68 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient was returned to the operating room to reposition impella due to positioning towards mitral valve. Unfortunately, it was unsuccessful. The impella was removed and another impella 5.5 was placed. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The device was not returned for evaluation. However, after reviewing the clinical information, it was determined that the cause of the positioning issues was most likely use related, specifically improper repositioning technique. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.